Event description:
As reported to cook via telephone: the physician was retrieving the filter from the jugular. The filter appeared to lean against the cava wall. The hook was embedded in cava wall. The physician attempted to snare the filter to remove and was unsuccessful. The physician went in with an angioplasty balloon to attempt to push the hook off side for retrieval. The physician went down with snare and overshot the hood and became tangled with the legs of the filter. The physician then went down with another n-snare and got stuck in the legs again. The physician tried then with a femoral stick to get snares off and was unsuccessful. From femoral side to glide wire was then used to hood loop in tangles snare and advance n-snare on femoral side and dislodge n-snare. At this point a leg from the filter snapped off with the n-snare and was removed. The physician repeated the process with the second n-snare that was stuck and decided to leave the filter. The filter is above the renals, minus a leg. The physician may put the pt on an anticoagulant for 6 months and seek the follow up advice of a vascular surgeon. The pt is okay but the hook is embedded in the cava wall and there are holes in the wall.

Manufacturer narrative:
Exp date is unk as lot is unk. (B)(4). The investigation has been completed. Since no product or images were returned to assist the investigation, the eval was based on the description only and the complaint was evaluated on a meeting (B)(4)-2010 with participation of director of research and medical adviser and product mgr. This case is regarding a difficult filter retrieval, most likely because the filter was tilted and the filter hook was leaning towards the vena cava wall. The physician used different methods when attempting to retrieve the filter and described "a leg from the filter snapped off with the n-snare and was removed." Therefore, it is suggested that the manipulation used during the retrieval attempts may have caused a leg to separate. There is no info regarding the time of filter implantation or if it was secondary or primary filter leg that fractured. Also, this missing filter leg may influence on the filter trapping effect. However it is known from the literature, that difficult retrieval can be the result when the filter hook is close to vena cava wall. A reference is made to the following article which describes other methods to retrieve filters with filter hook embedded in the vena cava wall; we are unable to determine what caused the filter hook to embed into the cava wall in this specific case.